Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD), the patient's spouse commented that the patient's blood pressure dropped low and the patient passed out. Additionally, the patient's spouse inquired if they would be able to see if the patient had a shock on the app or if the manufacturer can tell. The patient's spouse was trying to find out if the patient may have may have received a shock then passed out or passed out and then received a shock. The patient was referred to the physician. The ICD remains in use. No further patient complications have been reported as a result of this event.